Event description:
Additional information received from the hcp reported that the patient experienced a loss of therapy following the migration. A paddle lead was implanted and the patient was reprogrammed. It was reported that the patient recovered without sequela and did not require hospitalization.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the manufacturer representative had no information other than that the patient had a revision and her per cutaneous leads were removed anda paddle lead was placed. It was reported that the patient was receiving stimulation as needed.

Event description:
It was reported that the patient had a "small" fall two weeks after implant in (B)(6) 2012, and the leads moved. The patient had her scs revised on (B)(6) 2013.

Event description:
Additional information received reported that the patient received assistance and her concerns were resolved.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), product type lead product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).